Event description:
A customer reported that the adc device detached prematurely and therefore was unable to scan sensor and obtain readings. The customer became disoriented and confused with symptoms of sweating and eventually fell down. The customer was treated with glucose gel and gum provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated to correct investigation results.

Event description:
A customer reported that the adc device detached prematurely and therefore was unable to scan sensor and obtain readings. The customer became disoriented and confused with symptoms of sweating and eventually fell down. The customer was treated with glucose gel and gum provided by a third-party. There was no report of death or permanent injury associated with this event.